Event description:
On (B)(6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high readings compared to normal readings/feeling. This medical surveillance specialist contacted the patient on (B)(6), 2010 to clarify information obtained during the initial phone. The patient's diabetes is managed with n and r insulin based on a sliding scale per the lfs whole blood calibrated meter reading. Reportedly, the patient takes extra r insulin when her blood glucose is above 120 mg/dl (whole blood glucose result). On (B)(6), 2010 at 6:27 am, the patient reportedly obtained a blood glucose reading of over "120 mg/dl" on the subject meter (plasma calibrated). At the time of concern, the reporter did not understand the 12% difference between the whole blood calibrated meter verses the plasma calibrated meter. Based on an alleged unspecified inaccurate high reading obtained on the subject meter, the patient took extra r insulin per the sliding scale. 5 hours later, the patient reportedly developed symptoms described as "sweaty, and lightheaded" while obtaining a blood glucose reading of "76 mg/dl" on the subject meter. The patient administered self treatment with orange juice, which abated her symptoms shortly after. According to the troubleshooting performed with customer service, the patient did not have any control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he developed symptom that can be associated with hypoglycemia after he took insulin per the alleged inaccurate high reading on the lfs meter.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510k #k061118.